Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the surgeon stated that everything seemed fine during the initial application. He/she had to bring the patient back to the operating room 3 months post op to oversew the staple line. A fistula had formed and was causing post operative air leakage. The patient is now fine.